Event description:
Date notified: 3/27/00. A model 701 automatic resuscitator was returned for service. The customer reported that the unit would not cycle during use. An inspection revealed a defective "ic" that was the cause of the failure. No determination could be made as to the cause of the "ic" failure. No death or injury resulted from the malfunction.